Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient for external pacing. According to the reporter, the device momentarily stopped pacing several times and had to be manually restarted. The patient was transported to the hospital and the patient's outcome is unknown.